Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 534 mg/dl (29.7 mmol/l) while wearing the pod on their abdomen for an unknown duration. The patient called requesting their pin be reset as they had forgotten their pin for the controller. The pin was successfully reset and provided to the patient. The patient then reported that on (B)(6) 2026, they had lost consciousness and were taken to the hospital and were still hospitalized at the time of the call. The patient was expected to be discharged the following day, (B)(6) 2026. The patient symptoms included weakness, disorientation, loss of speech, and loss of consciousness. The patient was diagnosed with hyperglycemia and was treated with an injection of 16 units of piast nsulin.